Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. Insulin pump had motor error and motor position encoder error alarm. Customer¿s blood glucose level was unknown. The drive support cap was normal. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, device received stuck in the motor error loop during bolus / basal delivery due to motor encoder signal out of phase. E70 error alarm was not confirmed in the history file due to overwritten history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.